Manufacturer narrative:
The device was not returned for analysis. Production record and corrective and preventative actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a query of the complaint handling database for the reported lot revealed there is no indication of a lot specific issue. Per the instructions for use (IFU): do not advance or withdraw the perclose prostyle device against resistance until the cause of that resistance has been determined. Excessive force used to advance or torque the perclose prostyle smc device should be avoided, as this may lead to significant vessel damage and/or breakage of the device, which may necessitate intervention and/or surgical removal of the device and vessel repair. In this case, it is unknown if the reported IFU deviation contributed to the reported difficulties. Based on the information provided, a definitive cause for the reported difficulties could not be determined. Factors that contribute to the inability to retract the lever/foot, include, but not limited to tissue, or suture caught in foot. The inability to close the foot likely contributed to the difficulty to remove the device. In this case, it is unknown if the reported IFU deviation contributed to the reported difficulties. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device. H6 medical device problem code: 2017 - excessive force.

Event description:
It was reported that this was an arteriotomy closure of the left common femoral artery using a prostyle device after an interventional supraventricular tachycardia procedure with a 4f sheath. Reportedly, the prostyle device got stuck inside the patient as the foot plate didn't fully retract although the lever was able to go down. Excessive force was applied and the device was eventually able to be simply withdrawn and no vessel damage occurred. Once removed, it was noted that the feet were still open. Manual compression was used to achieve hemostasis. There was no adverse patient effects and no reported clinically significant delay in the procedure or therapy. No additional information was provided.